Event description:
The patient reported teeth are not straightened yet, there's jaw pain and discomfort which got better after discontinuing hyperbite device. The jaw started shaking randomly and discovered there's been nerve damage to the jaws (patient does not clench jaw). The dentist's examination revealed malocclusion and sight jaw discomfort. The dentist recommended discontinuing use of the aligners due to malocclusion and tipping of teeth. The dentist also recommends the patient to be treated by orthodontist. Patient initials: (B)(6).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.